Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s continuous glucose monitor displayed a glucose of 364 mg/dl, corroborated by a fingerstick of 330 mg/dl, after a recent infusion set change, with glucose remaining above 300 mg/dl for several hours; the agent guided a temporary disconnection of the infusion site to assess flow, observed drops consistent with delivery, and the caregiver noted a subsequent 10 mg/dl decrease and elected to continue monitoring. Symptoms included hyperglycemia. Outcomes included continued home monitoring without medical intervention or hospitalization. Investigation included remote troubleshooting, confirmation of glucose with a fingerstick, and assessment of infusion delivery responsiveness. Investigation of this case revealed that device alarms were present on the ilet interface displaying the elevated reading, and that insulin delivery appeared functional based on observed glucose decline after troubleshooting; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined.